Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after several attempts to place the lead during the implant procedure it was noted tip of the pacing lead was bent. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.